Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and a priming anomaly from the insulin pump. The customer's blood glucose reading was 433 mg/dl. The customer treated with a bolus from the pump. The customer stated that she had to suspend insulin earlier. The customer stated that she had air in her line and did not have any more sets with her. The customer also stated that she had air bubbles in her tubing. The part of the problem was that her insulin was expired from september of 2011. The customer was advised to monitor her blood glucose.